Manufacturer narrative:
(B)(4). Concomitant medical products: 163663, 28mm dia cocr modular head +3mm nk, 152040. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00938.

Event description:
It was reported that the patient's hip has been revised approximately 10 years post implantation due to osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The acetabular liner exhibits damage consistent with extraction. The locking groove edge is deformed and flared out from the extraction, as well. There is an indent in the poly at one of the cup hole locations. Material specifications of the liner were found to be conforming to specifications. Review of CT image indicated rounded lucencies along the superior aspect of the acetabular cup and along the greater trochanter suggesting osteolysis. Review of the device history record identified no deviations or anomalies. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.